Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump threshold suspended, due to a low sensor reading when the customer's blood glucose was around 160 mg/dl. Customer was also receiving calibration errors and change sensor alerts, without having the sensor reading versus blood glucose discrepancies. He declined troubleshooting. Nothing further reported.